Event description:
The account reported during routine cataract surgery and intraocular lens (iol) implantation the surgeon noticed that the trailing haptic on the iol had broken off during insertion. The incision was enlarged, the lens removed and an alternate lens successfully implanted without complication. No permanent injury occurred.

Manufacturer narrative:
The intraocular lens is currently being evaluated at the manufacturing site. The lens met all specifications prior to release. All currently available information is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The returned lens was inspected at 10x magnification microscope. One of the lens haptics was found broken. Also, both side of the optic body were found with some dried substance that appears to be ovd (ophthalmic viscosurgical device), demonstrating that the lens was handled. Our investigation found no evidence to suggest this event is related to the manufacturing process of the device. At the date of this report, amo has provided all available information. No further information is available or expected.